Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or no excessive no delivery alarm during testing and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a no delivery alarm and a motor error alarm. Customer's blood glucose was 580 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms and two no delivery alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.